Event description:
During an incident in 2001 involving an unknown patient in cardiac arrest, this defibrillator analyzed a treatable rhythm, charged to shock, but stopped prompting "check electrodes". A second defibrillator was picked up and used to shock the patient using the same electrodes.

Manufacturer narrative:
The defibrillator was returned to facility, and was tested with no problems found. Proper operation for patient treatment was verified. The 2 returned mcms did not contain incident information. The electrode pads used at the scene were not returned. The "check electrodes" message is displayed if defibrillation pads are being used and the patient's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electrode, contact connection. In this case, we know that adequate contact with the patient was initially made because the defibrillator analyzed and began charging. When patient contact moved out of treatment range, the hs3000 would have displayed and voiced "check electrodes." The hs3000 operating instructions explain this prompt and what to do should it be experienced. We believe that poor patient-to-electrode pad contact, high tansthoracic patient impedance or a combination of these factors prevented the device from shocking the patient. Poor electrical contact can be caused by many factors including, but not limited to, the patient's skin condition and hair, skin prep, inadequate pad adhesion, and electrode discrepancies. Facility has reported this incident to the appropriate authorities. This report is the result of a retrospective complaint review by company. It is timely filed under facility revised MDR procedure and its written commitment to the agency, each of which has resulted from companies receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.